Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to routine device change out, upon interrogation multiple recorded episodes of noise were observed on the atrial lead. The noise could not be reproduced. The patient was asymptomatic to noise. No intervention was performed; the lead was attached to the new device and remained implanted. The patient&#38112;condition was stable.